Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the single use aspiration needle exhibited the sheath split at the distal end of the insertion portion. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, upon confirmation of the distal end of the insertion portion, the sheath was split. Movement of the needle tube (insertion and withdrawal) was inspected. The needle tube was inserted into/withdrawn from the sheath without any problem.the sheath tip breakage is believed to have occurred when the endoscope was pushed out at a severe angle, causing contact between the internal parts of the endoscope (metal pipe) and the sheath, resulting in increased frictional resistance, which caused the sheath to wear off. It is assumed that the buckling of the sheath was caused by the bending load on the needle tube when it was removed from the tray or during endoscopic insertion; however, the root cause could not be determined. The event can be prevented by following the instructions for use (IFU) which state: take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Olympus will continue to monitor field performance for this device.